Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-00623. It was reported that the patient was not receiving effective therapy from their system due to auto reducing. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. During the procedure, it was noted that the wires were twisted around the ipg, due to the patient's habit of flipping their ipg, and causing the lead to fracture. Postoperatively, the patient has effective therapy.